Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken cap was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode broken cap. Bd determined that the root cause of the indicated failure mode was attributed to tab cap was not assembled properly and the needle cover was broken during production stage.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protect cap came off. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the healthcare provider handled the product in accordance with the package product insert but the cap was not removed properly."